Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2012 product type extension product ID 3708160 lot# serial# (B)(6) implanted: (B)(6) 2007 product type extension product ID 377745 lot# v017721 implanted: (B)(6) 2007 explanted: (B)(6) 2021 product type lead h3: analysis of the ins found that the connector port extension or extension parts were stuck in the port. Analysis of the extension found that the proximal end insulation was consistent with metal ion oxidation (mio). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3708140, serial# (B)(6), implanted: (B)(6) 2012, product type: extension; product ID: 3708160, serial# (B)(6), implanted: (B)(6) 2007, product type: extension; product ID: 377745, lot# v017721, implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. Rep reported damaged extension. Rep indicated unsure if they could remove the extension from the body. Cause was not determined. Rep will return ins. Extension was left in the patient.

Manufacturer narrative:
Device available for evaluation: product ID: 377745, lot#: v017721, implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(4), ubd: 27-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the rep was in an ins replacement case and when attempting to loosen the screw from the ins to remove the lead, the setscrew would not loosen. The caller indicated that it would tighten and torque down, but would not loosen at all. Technical services suggested using sterile water to try and lubricate the screw or attempt to clean out any tissue or buildup that may be lodged in, around or under the screw. The issue was not resolved through troubleshooting. Technical services provided suggestions for attempting to remove the screw but reviewed that there weren't any special ways of loosening the screw. The rep reported back later that they were able to pry out the lead, but it was damaged requiring the extension to be replaced.